Manufacturer narrative:
The investigation for the access site bleed and introducer damage has been completed. The product was not returned and data logs are not relevant. The root cause of the access site bleed could not be determined as not enough clinical evidence was provided to confirm when the bleed started or if the introducer damage could have caused the bleed. The root cause of the introducer damage was determined to be most likely a use issue during the single access procedure. G1-corrected MFR site name and address.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an (B)(6)-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a small hematoma, it was expressed, and the issue resolved. It was also reported that when the peel away sheath was flushed, there was a cracked noted in the first 4 centimeters. The physician though the crack happened when they placed the 18g needle when accessing sheath for single access. The patient was reported as stable.